Manufacturer narrative:
Additional information was received that there was no significant desaturation and no serious injury. In addition, a ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. H6 health effect: clinical code subsequently update.

Manufacturer narrative:
Ge healthcare's (gehc) investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Gehc has requested more information regarding the patient impact and alleged product problem. A: no patient information provided to date. D4. Serial number not provided. D4. Primary UDI number: there is no UDI available as the serial number was not provided. G2. Report source other: swedish medical products agency (mpa). Ref no: (B)(4). H4. Date of device manufacture unknown as the serial number was not provided. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported a patient was connected to a aisys during surgery when it was alleged that the patient oxygen concentration dropped. The level of desaturation was not reported by the customer. It was alleged that the device had difficulty maintaining the correct oxygen level despite increasing the oxygen concentration. There was no reported patient sequelae. Ge healthcare will submit a follow-up report when the investigation has been completed.